Event description:
A customer reported that the battery of their device was depleting faster than expected. There was no reported impact to the customer's blood glucose level. The customer declined assistance, and the case was closed by the technical support team without additional action or resolution.